Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. Customer's blood glucose level was 348 mg/dl. The customer had trouble breathing, had nausea, vomited, and was extremely weak. The customer was wearing their insulin pump at the time of the emergency room visit. The customer's parent found one large gap towards the end of the tubing, two smaller air bubbles, and a kink on the tubing where insulin was dripping out. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.